Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that only the proximal section of the lead was returned severed approximately 19 centimeters (cm) from the terminal pin. The polyurethane tubing was partially torn and both the anode and cathode coils were fractured at the distal end of the returned segment approximately 19cm from the terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was possibly caused by lead entrapment in the clavicle-first rib region. The clinical observations in the field were confirmed to be due this type of damage observed with the lead.

Manufacturer narrative:
The proximal portion of the rv lead will be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. An x-ray showed the rv lead appeared to have been fractured near the location of an artificial femoral head bolt the patient had. Surgical intervention was performed and the rv lead was cut and partially removed from the patient. No additional adverse patient effects were reported.